Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted the mesh was found adhere to the colon and causing a bowel obstruction. It was also found that the mesh had formed itself into a ball and was removed. It was reported that the patient experienced severe chronic pain, scarring, anxiety, mental anguish, emergency bowel obstruction and stress. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.